Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper use of the device.

Event description:
It was reported that during a procedure, when the surgeon was trying to "splice" the tightrope ii onto the graft, the tension strand would not pass through the locking mechanism. The surgeon was able to eventually to get the repair suture through the locking mechanism but their was an immense amount of resistance. No patient harm.